Event description:
It was reported that the handpiece continued to run on its own prior to a surgical procedure. There was no pt involvement. There has been no reported pt or user injury.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details the trigger magnet from the lower trigger has come out of the pocket and stuck to the ebox. The motor 1" motor assembly and the cd3 rotary handle were replaced in addition to other components.